Event description:
Initial reporter indicated that she was implanted about a year ago. Now she is feeling "fatigue and thirst" and wondering if that's related to vns. It was asked when did her symptoms start. She stated that "her device was turned off in 2007, because she couldn't tolerate the settings. Throughout that time, she's had major depression. It wasn't until 2008, after her depression lifted was she able to feel the fatigue and thirst. So the device was not stimulating when she felt these symptoms, but she wasn't sure whether the presence of the device in her body and on her nerve could still cause these symptoms." She stated that "she will also be getting a sleep test to see if there's anything wrong." It is unk if the depression event is above the pt's pre vns rate. Good faith attempts are being made for additional details surrounding the event and their relationship to the vns.